Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system failed to boot up successfully. The customer suspected the host pc to be defective. The fse checked the system and found the bios (built in operating software) battery on host pc under 2v. The fse replaced the battery, reset the os disk, and reset the ram memory slots to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.